Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the very tight and very calcified right coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No patient complications were reported.